Event description:
It was reported that during a lap cholecystectomy, the clip started to be formed before it was fully advanced into the jaws, and then was stuck inside the jaws sideways. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Jaws. The analysis results found that the el5ml device was returned partially cycled with no clip in the jaws. Upon visual inspection, one jaw leg was noted to be damaged. In an attempt to replicate the reported incident, the cycle was completed and one malformed clip was formed due to the jaws condition. See picture. The instrument was cycled and the remaining clips were malformed; the device locked out as intended. No conclusion could be reached as to what may have caused the jaw's condition.